Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding two (2) falsely depressed urinary/cerebrospinal fluid protein (ucfp) patient sample results obtained on two (2) samples on a dimension vista® 500 intelligent lab system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely depressed urinary/cerebrospinal fluid protein (ucfp) patient sample results were obtained on two (2) samples on a dimension vista® 500 intelligent lab system. The falsely depressed results were not reported to the physician(s). The customer processes all ucfp samples in duplicate. The samples were initially processed from the track on the system. The customer then front-loaded the samples onto the system and reprocessed in duplicate. All testing was performed on the same system. One of the reprocessed results from the front-loaded samples was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ucfp results.

Manufacturer narrative:
Additional information (21-aug-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Hsc found that the same reagent wells were used to generate the falsely depressed results as well as true results indicating the urinary/cerebrospinal fluid protein (ucfp) assay was performing acceptably. No process errors occurred on the date of the event. Hsc concluded the investigation of the event is consistent with sample aspiration errors. The cause of the event is unknown. A potential product issue has not been identified. The device is performing within specifications. The customer is fully operational. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00172 was filed on 08-aug-2023.